Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion and flat creases. A leak test was performed and found delamination of the valve. A microscopic analysis identified total delamination of diaphragm flange disk assessed as adhesive failure. Based on the device analysis, the final assessment is delamination of the diaphragm flange disk assessed as adhesive failure.

Event description:
Patient reported left side implant is "half the size it originally was," "can feel ridges on the implants" and it "doesn't feel full." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side implant is "half the size it originally was," "can feel ridges on the implants" and it "doesn't feel full." Device has been explanted.